Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/16/2013 for investigation. Investigation results as follows: the reported complaint was confirmed. The user advisory 7 fault (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. The archive data also showed that the ua 7 fault occurred on the reported event date of (B)(6) 2013. The investigation results indicated that a defective load cell caused the issue. Upon replacement of the defective load cell, the device met all testing criteria.

Event description:
It was reported that during active operation on a patient, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. This event occurred on the sidewalk in front of the mall. Customer reported that he incorrectly placed the platform under the patient. He then pulled it back out and correctly placed it. Next, the lifeband was put together and pulled up. The platform tried once to start, but immediately stopped. Customer tried repositioning the patient a couple of times and repulling the lifeband up. Manual compressions were continued while attempting to restart the platform. Customer picked the patient up and noticed that the lifeband holder on the back was pulled out. In addition, one plastic tab was broken and the lifeband was twisted at the platform's edge. The crew pulled it out and kept the patient on the back of the platform while continuing manual CPR. Customer observed the red warning light on the platform and the user advisory 7 was displayed. The crew attempted to reset the platform by shutting it off numerous times but was unsuccessful. They also pulled the battery out and put it back in but the platform did not reset. The batteries and lifeband were changed but the issue was not resolved. The autopulse platform did not perform any compressions. Manual CPR was performed for 15 minutes prior to arrival at the hospital emergency department. No adverse patient sequelae was reported.